Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl with dry mouth and thirst associated with a frequent occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump was emitting frequent ¿occlusion¿ alarms. The issue reportedly occurred with multiple sets of supplies but the patient had not changed the site since the issue began. During troubleshooting, the reporter was able to prime the pump without an occlusion alarm. Additional troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring occlusion issue and the pump could not be ruled out as a contributing factor.